Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device remains implanted.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b1, b5, d6b, h6.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.